Event description:
The customer reported that during a code (no pt details reported), an attempt was made to use the lifepak 9 defibrillator/monitor to administer a shock to the pt. The unit allegedly dumped the stored energy internally prior to 60 seconds after achieving a full charge. The lifepak 8 defibrillator was used as a backup and after being attached to ac power, allegedly failed to turn on immediately. Another backup defibrillator was made available and used. The pt's outcome was described as ok.